Event description:
Literature: huston o., watson r., bernstein m., mcgee k., stead s. M., gorman d., kendall h., huston j. Intraoperative magnetic resonance imaging findings during deep brain stimulation surgery. Journal of neurosurgery; 115: 852-857, october 2011. Published online (B)(6) 2011. Doi: 10.3171/2011.5.jns101457. Summary: the authors report on retrospective reviews of intraoperative magnetic resonance imaging during dbs surgery of 143 patients over (B)(6) to evaluate acute hemorrhage, intracranial air, brain shift, and accuracy of lead placement. The results included a total of nine patients with intracranial hemorrhage, only one producing symptoms, which lasted two days. Reportable event: the authors report that 4 patients experienced a subdural hematoma. The patients were admitted to the ICU for close observation and had a follow-up CT scan 24 hours later. None of the patients had enlargement of the hemorrhage. The hemorrhages also did not result in clinical symptoms and evacuation of the intracranial blood was not required.